Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, h6.

Event description:
Patient reported left side "feeling a lot of discomfort in the breasts. Patient is also feeling stitches and burning in both breasts, and sometimes they become swollen and hot." Patient additionally reported, "burning sensation, and twinges, breasts have been swollen, capsular contracture, baker grade IV, patient complains of allergy in the whole body, complex cyst with solid component, and solid nodule. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported left side "feeling a lot of discomfort in the breasts. Patient is also feeling stitches and burning in both breasts, and sometimes they become swollen and hot." Patient additionally reported, "burning sensation, and twinges, breasts have been swollen, capsular contracture, baker grade IV, patient complains of allergy in the whole body, complex cyst with solid component, and solid nodule. The device remains implanted.